Event description:
It was reported that the patient presented to the cardiac catheterization laboratory for an ablation. Attempts to interrogate the pulse generator were unsuccessful. There were no pacing spikes observed, even with magnet placement. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion. After replacing the battery, normal device characteristics were observed. Electrocautery marks were noted on the device can.